Event description:
A patient reports while activating a pod they had received a transmitter not found error and was unable to activate the pod. The patient reports being hospilised in the intensive care unit. No additional information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.